Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced a fowler stuck raised or the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated and it was determined that the device was experiencing potential for dc discharge < 24 vdc, which is not reportable.

Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report # 0001831750-2021-01260 following the completion of an investigation.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced a fowler stuck raised or the cot height cannot be adjusted. There was no patient involvement.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced a fowler stuck raised or the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced difficulty operating the head section, which is not reportable. 1 device is still pending evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced a fowler stuck raised or the cot height cannot be adjusted. There was no patient involvement.